Event description:
Report was submitted by the hospital on medwatch. It was reported the procedure was being performed on a (B)(6) male pt. The arrow trerotola basket broke off in the pt. They needed to snare and retrieve broken piece of wire from the pt. On (B)(4) 2014 - no additional info has been provided.

Manufacturer narrative:
(B)(4). The sample will not be returned for eval.